Event description:
It was reported that during an endovascular vein treatment (evt) procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced to the lesion for dilation. On the first inflation, the balloon ruptured at 10 atmospheres due to calcification. The procedure was completed with a 3mm x 20mm non bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).